Manufacturer narrative:
Additional information received on march 27, 2019: anterior approach was used during primary surgery. Lateral approach was used during revision surgery. Batch review performed on 25 march 2019: lot 182810: (B)(4) items manufactured and released on 04-jul-2018. Expiration date: 2023-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: postoperative femoral fracture, few days after primary cementless tha. The fracture probably happened during walking re-education period of time when a sudden movement on a weakened bone due to intraoperative femoral preparation may facilitate the occurrence of this event. No reason to suspect that this event is due to a faulty device.

Event description:
Revision surgery due to femur bone fracture occurred 12 days after the surgery. No fracture was discovered during surgery. Head and stem were revised, the revision was performed with quadra-r and biolox head.